Manufacturer narrative:
Nerve problems are a wellknown complication during implant surgery in the posterior region of the mandible. Because this event resulted in medical/surgical intervention, it is reportable per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
According to the available information a (B)(6) female patient received one osseospeed ev 4.8c -11 dental implant on (B)(6) 2020 in regio 19 (fdi # 36). The patient reported pain/numbness two days later and the dentist backed out the implant a bit to release the pressure. Five days later there were no changes and the implant was removed on (B)(6) 2020. A shorter implant was placed. After that the patient has no problems with pain/numbness.